Event description:
It was reported the patient stimulation was intermittent. The reporter stated that the patient¿s stimulation sensation had been intermittent since the time of implant. It was noted the patient had a loss of therapeutic effect and acute pain. It was further noted the patient fell about 3 days ago and a fall a day before that. It was noted that the patient¿s pain started after the fall. The reporter stated they checked the patient¿s incision site and that appeared to be intact. It was noted the patient increased stimulation from 1.3 to 2, but the patient was still in pain. It was further noted that patient was currently on group a and was attempting to change to group b. The reporter stated they would leave the patient¿s therapy as is until they can speak with the patient¿s healthcare professional (hcp). It was noted the patient had an appointment with their hcp on (B)(6) 2013 and a manufacturing representative on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3 7754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).